Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was hospitalized, due to an elevated blood glucose (bg) level. A bg value was not provided and cause was not known. Customer declined troubleshooting with tandem technical support. And declined to provide further information. The customer continued to use the pump for insulin therapy. Date of event is approximate.